Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pulled out entirely. A field service engineer stated that the customer pulled drawer 2.2 completed out of pyxis. Further, the fse replaced complete drawer, transferred all the cubies from old drawer to new, configured the drawer and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had pulled out of the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.